Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro remained activated even when the toggle switch was not pressed. A replacement device was used to complete the procedure.

Manufacturer narrative:
The device was returned to the factory for eval. It showed no signs of clinical usage and slight evidence of blood. A visual inspection was conducted during which signs of heat exposure were observed on the silicone insulation on the hot and cold jaws. Signs of heat exposure were also seen on the heating wire. An electrical eval was conducted. A pre-cautery test performed on the device with a reference power supply and cable. The toggle is designed to activate the switch only after the user advances it past a certain point, indicated to the user by significantly higher force and an audible "click." During our testing, this device could be repeatedly and reproducibly activated by gentle pressure on the toggle such as the pressure normally used to hold the jaws closed during insertion into the cannula. No visible defects were observed to the toggle switch which would cause the switch to activate early. No residue or contamination was seen on the switch. A second investigator was able to verify these results. Because there was no defects observed to any electrical connectors, and the exterior of the switch showed no observable defects, the switch is suspected to have a mechanical defect that caused it to stay on and to activate the device early. The switch will be returned to the manufacturer for eval. Based on the results of the eval; the reported complaint is confirmed. A lot history review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).